Manufacturer narrative:
The device is not available for evaluation and no additional quality investigation can be performed.

Event description:
It was reported that the cbc ii-(3/16" kit) pkg/6 world allegedly had the drain tube detach from the reservoir. There was patient involvement but no adverse consequences associated with the device. The event was noticed after surgery. No bagged or pre-donated blood was used.